Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient came to the clinic with pain. The physician determined the patient had a wound infection. Surgery was scheduled to removed the inflatable penile prosthesis, perform a washout and implant a malleable penile prosthesis. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection and pain could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, infection and pain are documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient came to the clinic with pain. The physician determined the patient had a wound infection. The patient had the inflatable penile prosthesis removed, a washout was performed and a malleable penile prosthesis was implanted. Following the surgery, the patient was trained on use of the device. No further patient complications were reported.